Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer husband reported via phone call that they were hospitalized for high blood glucose on (B)(6) 2020 .blood glucose level was 700mg/dl. It was unknown whether customer using auto mode or not. Troubleshooting was not performed. Customer was treated with intravenous drip. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08700 inches. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).